Event description:
It was reported that the patient returned a pump because it was giving no disposable, clamp alarms. No further details provided. No injury.

Manufacturer narrative:
Other, other text: additional contact information received: (B)(6). G3 updated with received medwatch report number.